Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-33, product type: lead; serial/lot #: va16jhu, ubd: (B)(4) 2020, (B)(4), implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an infection described as bacteremia. Patient compliance was noted as a factor that may have led to the issue. The patient visited the doctor¿s office for a post-op visit and had never returned. There were no interventions or actions reported as the time of report. It was unknown if the issue was resolved. It was noted that the physician wanted to see any literature related to this type of event, specifically instances of bacteremia 2 or more years post implant. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that there was no evidence that the device contributed to patient 's condition and specifically no evidence that the device contributed to the bacteremia. It was also indicated that the implant 2 years post implant would not cause spontaneous bacteremia.

Manufacturer narrative:
Date of death is approximate, (B)(6) 2018. Other relevant device(s) are: product ID: 3889-33 product type lead, serial/lot #: (B)(4), (B)(6),(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's spouse and the healthcare professional (hcp). The patient had not been seen in the device-managing doctor's office since 2016. The patient's husband reported the patient passed away in (B)(6) 2018. The spouse declined further questions. There were no further details were reported and additional sources of follow-up were being pursued, including the hospital where patient was last seen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the manufacturer's representative: the rep had contacted the physician, but the patient still had not been seen in that office. If the rep can locate any additional follow-up contact the file will be updated. There were no further complications reported.